Manufacturer narrative:
(B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR (va1012) reveals no anomalies. The wo was used for eng-test-10504 to insert a diode in parallel with c21, but the change was processed through standard change procedures. The build successfully completed 30 working units. Service & repair could not duplicate the complaint. Unit was found to function to specifications. Complaint not confirmed. As a precaution, the board was replaced with a new unit from stock, but no defects were confirmed on the device's operation. As the unit functioned to specifications free of defects such as no coag or not cutting a definitive root cause is not available. Correction and/or corrective action: none. Reason: no applicable correction available to train to at this time. The unit was found to be operating normally, but it was fitted with a new board as a precaution. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No.

Event description:
"Customer states device won't cut or won't coag." (B)(4).